Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.this MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 430 mg/dl. The customer treated their blood glucose with a bolus. The customer stated that their insulin pump did not alarm to inform the customer that their blood glucose level was high. The customer also stated that they had issues with their meter. The customer was informed to contact the bayer to troubleshoot their issue with their meter. The customer will be contacted at a later time to be assisted with programing the settings on their insulin pump. The customer did not return the product back for analysis.